Manufacturer narrative:
There was no report of pt involvement thus no pt data exists. This product has no expiration date. The actual device was evaluated on site and replaced and the defective product was returned to MFR for further investigation. The device manufacture date was not available at the time of this report. Eval summary: it was reported that the spi 2 would not route any sources to any monitors. The unit was rebooted multiple times but it still would not function. It was further reported that all the monitors displayed no signal. The switchpoint infinity (spi) allows direct control of room equipment, audio/video equipment, and indirect control, through the stryker endoscopy sidne system, of surgical equipment in the operating room. The spi is also an integrated voice, video and data router and teleconferencing interface for the operating room. Preliminary troubleshooting revealed that none of the video boards were being recognized on the hardware. During on-site servicing, the field service tech noticed there was an odor of smoke or charred board. No one witnessed any evidence of smoke or burning, however, a thermal event appears to have taken place. The unit was replaced and the defective unit has been returned to the MFR for further investigation. At the time of this report, the root cause is still under investigation. There was report of pt involvement or adverse consequences. This is not a single use device.

Event description:
(B)(4). (B)(6) called in by (B)(6). Operating room 4, spi 2 will not route any sources to any monitors. Rebooted multiple times. Spi will boot to infinity gui but will not function. All monitors display no signal. Found before cases. Room has been shut down.